Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology sent out communications to the clinic multiple times. As of today, the clinic has not responded to our communications. Therefore, the root cause of this complaint remains inconclusive.

Event description:
Intera oncology received a call from a pharmacist specialist regarding a patient's pump residual volume during refill on (B)(6) 2025. The patient does live at a higher altitude, but her flow rate is typically 1.2-1.3 ml/day. The patient's residual volume was 7 ml/day. The pharmacist specialist was concerned about the patient pump's flow rate. On (B)(6) 2025, the patient was refilled with 30 ml of heparin, and the clinic will bring the patient back in at the end of the week due to concerns of the pump fast flowing. If the flow rate has gone back to baseline, they will refill with floxuridine.

Event description:
Intera oncology received a call from a pharmacist specialist regarding a patient's pump residual volume during refill on (B)(6) 2025. The patient does live at a higher altitude, but her flow rate is typically 1.2-1.3 ml/day. The patient's residual volume was 7 ml/day. The pharmacist specialist was concerned about the patient pump's flow rate. On (B)(6) 2025, the patient was refilled with 30 ml of heparin, and the clinic will bring the patient back in at the end of the week due to concerns of the pump fast flowing. If the flow rate has gone back to baseline, they will refill with floxuridine. On (B)(6) 2025, the pharmacist responded to our email. She provided intera oncology with the last four refill results prior to (B)(6) 2025: on (B)(6) 2025: 6.5 ml extracted, (B)(6) 2025: 8 ml extracted, (B)(6) 2025: 7 ml extracted, (B)(6) 2025: 7 ml extracted. The patient did not experience an adverse reaction. The pump flow rate from (B)(6) 2025, was 8 ml extracted: flow rate = 1.57 ml/day. The patient has resume floxuridine treatment, with an adjusted, patient specific flow rate (1.6 ml/day).

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device remains implanted and in use. Therefore, the root cause is inconclusive. As previously mentioned, the patient resides in a high-altitude zone and is continuing with treatments. The intera 3000 hepatic artery infusion pump instruction for use indicates the pump flow rate can vary for a patient that is living at an elevation above sea level.